Event description:
During a ptcra procedure, involving a calcified and 90% stenotic lesion in the mid lad, the floppy rotawire guide wire fractured. The physician had successfully crossed the lesion with a pt2 guide wire, however, he was unable to advanced an ivus catheter due to the calcification. The physician then exchanged wires, and the floopy rotawire guide wire was advanced to the distal lad. During ablation with a 1.5 burr, the floopy rotawire guide wire moved and the distal lad. No attempt was made at retrieval. The condition of the pt didn't change so the physician deployed cypher stents to complete the procedure.